Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead had multiple episodes of noise. Programming changes were made. The patient was in stable condition throughout.